Manufacturer narrative:
Investigation: the customer stated that it is possible the operator did not prime the inlet and return lines to the tips, as prompted by the machine. The customer provided a photo of the report screen on the machine. From the photo, it was confirmed that the procedure was only running for one minute, and no alarms were given by the machine. Investigation is in progress. A follow-up report will be provided.

Event description:
The customer reported a suspected air embolism during a collection procedure. The patient complained of feeling short of breath and had some chest tightening immediately upon starting the procedure. The procedure was stopped without rinseback and the rapid response team was called. The attending physician ordered oxygen therapy and monitoring. The patient had a central catheter in place for access. The procedure was not restarted. The patient is stable and has been discharged from the hospital. The customer declined to provide the patient's identifier or weight. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Additional root cause: root cause of the patient's shortness of breath and chest tightening could not be definitively determined. Possible causes of the patient's symptoms could not be definitively identified due to customer declining to provide further information. While air embolismis a potential cause, there is no evidence based on the investigation that indicates the device caused or contributed to the event.

Manufacturer narrative:
Investigation: per terumo bct's medical review, the device did not cause or contribute to this incident. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. The rdf analysis indicated that the procedure ran for 1 minute and operated as intended. Based on the rdf analysis it is not possible for air to be returned to the patient, as the machine did not perform a return cycle and only ran for 1 minute and no system malfunctions were experienced. If air was present in the inlet line during the draw cycle, it would collect in the reservoir and not be returned to the patient. Root cause: the analysis of the run data file (rdf) did not find any conclusive cause for the alleged air embolism. Based on the rdf analysis it is not possible for air to have been returned to the patient, as the machine did not perform a return cycle and only ran for 1 minute.